Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that retaining screw (iunihg) has loosened resulting in abutment and crown loosening. Loosened screw was removed. Implant remains implanted. Inflammation was also reported. Tooth location 31.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified minor signs of wear due to usage around the threads and the hex feature. However, the device was in good condition and had no evidence of any significant damage. Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing condition noted was "clenching". The device had been placed on tooth #31 (universal) for approximately 10 years. X-ray or picture images were not provided. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (iunihg) was performed for a similar event and no complaint about nonconforming products was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur; however, the reported event could not be verified as the exact details of event (e.g. Other product involved) are unknown. Based on the investigation, risk file review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or parafunctional habits of the patient over the implantation period (clenching over 10 years). The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.